Event description:
It was reported that the flow diverter (subject device) was used with other associated devices for basilar artery fusiform aneurysm procedure. Following successful access, the flow diverter (subject device) was loaded and deployment was initiated from the distal end. However, despite multiple manipulation attempts, the proximal part of the subject device failed to expand/open. The distal segment was successfully reached by passing a microcatheter alongside the malfunctioning of the subject device. Attempts were made to cross through the subject device with a microcatheter; however, no lumen or opening was available for entry. Subsequently, an attempt was made to retrieve the subject device using a snare, which also proved unsuccessful. The second flow diverter was deployed and balloon angioplasty was performed within the newly deployed flow diverter to ensure the initial, unopened subject device was successfully apposed against the vessel wall. The patient's postoperative condition is stable and good.